Event description:
Suction of I/a remained after the foot pedal was released. Result was possible; suction trauma to corneal endothelium follow up showed pt had no complications following procedure. Alco service rep came in and cleaned solenid and checked operation. On 3/23/95, same problem reoccurred; both solenid replaced this time. Rep was called again to check machine.